Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Customer stated they have active periodontal disease, inflammation, and infection which appears to have progressed during the course of aligner treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.